Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: due to continued use of the pump, any information from the event date was overwritten in the pump¿s history. The available dates in the pump¿s history were from (B)(4) 2013. A review of the available history showed no errors or alarms related to the event. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The complaint could not be duplicated during testing.

Event description:
On (B)(4) 2012 the patient contacted animas alleging that her blood glucose (bg) has been erratic, and at the time of the call the patient's bg was reportedly 557 mg/dl with shakiness and confusion. During initial stages of troubleshooting, the patient began to cry and stated that she was 'scared and confused'. Troubleshooting was halted and customer technical support (cts) advised the patient that 911 should be contacted. The patient stated she would call on her own, and when emergency services arrived they advised the patient/cts that the patient would be taken to the hospital for treatment. The troubleshooting that was done prior to emergency services being contacted revealed low cartridge warnings, empty cartridge alarms, and one replace battery alarm. On (B)(4) 2012, cts followed up with the patient and the patient reported that she was taken to the ER on (B)(6) 2012 and admitted to the hospital on (B)(6) 2012. The patient was reportedly still in the hospital at the time of follow up. The patient stated that the pump had been removed upon admission to the hospital, however her bgs reportedly remained elevated around 300 mg/dl while off the pump and on injections. Cts attempted to troubleshoot the pump's advanced settings; however the patient was unsure what they should be set to and declined review, stating she wanted to review with her md. The patient is reportedly on dialysis and is taking a blood thinner and blood pressure medication. The patient reported that at the time of the reported incident on (B)(6) 2012, she had taken a correction via the pump only. The patient reportedly had not received a diagnosis at the time of follow up and she re-iterated that her bgs remained elevated while on injections at the hospital. The patient admitted that she had been making her own basal rate adjustments and also had not been eating at night. Cts advised the patient that troubleshooting indicated that the pump was delivering insulin as programmed and advised the patient to speak with her healthcare provider. The pump is not being returned at this time and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy and it is unclear at this time what the cause of the reported incident was.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.